Event description:
It was reported that an ilet pump¿s touchscreen was found cracked and the device became nonfunctional; the user stated the damage occurred during transport to work, though the specific cause was unknown, and a replacement was arranged with return of the original unit. Symptoms included none reported. Outcomes included interruption of automated insulin delivery and the user¿s decision to revert to backup therapy. Investigation included case review and coordination with shipping to replace the device and retrieve the damaged unit. Investigation of this device revealed a broken touchscreen rendering the device inoperable, consistent with physical damage to the display component. It was concluded, based on previously established findings for similar reports, that the cause was user-handling-related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.